Event description:
On (B)(6) 2024, a 45-year-old female patient underwent a port placement procedure using the powerport m.r.I. Isp via left internal jugular vein. 1 years 7 months and 23 days post procedure, the patient reportedly experienced pain during infusion. Upon evaluation, a tear in the catheter and fluid leak was identified. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f : the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows partial view of of a clinician holding package containing port and catheter, surface was unclear due to poor quality of photo. The investigation is inconclusive for the reported catheter fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a 45-year-old female patient underwent a port placement procedure using the powerport m.r.I. Isp via left internal jugular vein. On (B)(6) 2026, the patient reportedly experienced pain during infusion. Upon evaluation, a tear in the catheter and fluid leak was identified. There was no reported patient injury.